Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a tandem xl ercp cannula was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011.according to the complainant, during the procedure, the device was inserted into the patient. However, it was noted that the distal tip of the cannula was cracked. The procedure was completed with another tandem xl ercp cannula.there were no patient complications reported as a result of this event.